Event description:
It was reported that patients spinal cord stimulation (scs) was not providing pain relief. The patient underwent explant procedure. The explanted device was not return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred roughly 6 months to a year before explant prior to the date the manufacturer became aware.